Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 49mg/dl. The customer went to the emergency room (ER) due to the low bg level. The customer was subsequently admitted to the intensive care unit with a bg level of 46mg/dl. The customer was treated with glucagon injections and fluids delivered intravenously. After receiving treatment, the customer was released from the hospital with a bg level of 125mg/dl. No issues were observed with the supplies in use during this event. Reportedly, the customer reverted to manual injections for insulin therapy.